Event description:
...

Manufacturer narrative:
Service was not dispatched for this incident as the issue is already known and is currently under investigation.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the use of immage immunochemistry system rheumatoid (rf) reagent lot number m908398 on immage immunochemistry system resulted in the generation of erroneously false positive results for multiple patients. The number of false positive patient results was not specified by the customer. There were no system errors generated with these results. The customer indicated that the quality control results are within normal reference range. There was no calibration issue or issues with other assays. The reagent lot was replaced with a different rf reagent lot (m007630), and patient sample results returned to normal reference ranges. Data supplied from the customer indicated the generation of erroneously false positive rheumatoid factor (rf) results for twelve patients. The rf results associated with four patients were not regarded as discrepant. The customer indicated that the results were from 2 different hospitals, however it is unknown which samples originated from each hospital. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event.